Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer found a loose connection between the printed circuit board and the solenoid, and then fixed the connection. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer reported that the station was restarted, but they tried to recover the matrix drawer twice without success. Additionally, the nurses have tried to access the medications but were unable to retrieve them. The customer confirmed that there was a delay to the patient care. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.